Event description:
This was originally reported on the (B)(4), however due to the device analysis completed on (B)(4) 2012, a small portion of the balloon was missing along with a longitudinal tear this complaint is now MDR reportable. It was reported that during a angioplasty of iliac vein a balloon rupture occurred. The lesion was non stenosed and non calcified and non tortuous. The xxl/14-4/5.8/120 was advanced to the lesion without issue. When they attempted to inflate the balloon the manometer syringe did not change. By stopping the inflation and aspire so that the balloon could be removed blood came back into the syringe indicating the balloon had ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: initial examination of the returned device noted that the balloon was fully deflated and correctly wrapped. A visual and tactile examination of the shaft of the device found no anomalies. An attempt to inflate the balloon noted a pinhole leak at approximately 9 mm proximal to the transition zone. Examination also noted that the balloon was torn longitudinally for a distance of 10 mm approximately 20 mm proximal to the distal transition zone. It appears as though a small portion of the balloon is missing along the longitudinal tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).